Event description:
The healthcare professional reported that during an angioplasty procedure on (B)(6) 2025, the 4mm x 23mm enterprise 2 stent (encr402312 / 9540637) was impeded at the proximal end of the microcatheter and could not advance further. The physician retracted only the stent and found that the delivery wire tip of the stent was kinked / bent. The physician replaced the stent to complete the procedure using the same original microcatheter. There was no negative impact on the patient. On 17-nov-2025, additional information was received. The information indicated that the procedure was targeting the middle cerebral artery (mca). A continuous flush was maintained through the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x). Per the information, the introducer tip was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the device advancement. No damage was noted on the device, and the reported issue did not result in any clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The product investigation completed on 19-feb-2026. Based on the completed product investigation, this event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached in the hub of the concomitant microcatheter. The delivery wire was inspected under the microscope. Under magnification, a fracture was noted distal to the retraction bump. In addition, the proximal coil of the delivery wire was found curved. The stent component was retrieved and inspected under the microscope. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. In order to perform a functional test for the reported impeded condition, the stent component must be attached to the delivery system and inside the introducer, the reported issue in the complaint is confirmed based on the fractured delivery wire. The fracture suggests that the delivery wire was pushed or retracted against resistance sufficiently to damage the distal end of the delivery wire, increasing the friction between delivery system and microcatheter. It is possible that clinical and procedural factors, such as device manipulation and operator's technique, may have contributed to the reported failure. The stent detachment was not documented in the initial report. While this condition could plausibly be secondary to the delivery-wire fracture, assessment of the available findings does not indicate that it is related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9540637. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.